Manufacturer narrative:
The device is part of the advisory for this model. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device is part of the advisory for this model. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4): device was returned and analyzed and found to have normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indication the patient died approximately nine months post the implant of the ICD. Cause of death will be requested.

Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indication the patient died approximately nine months post the implant of the ICD.